Event description:
An ophthalmologist reported that one day after an uneventful lasik procedure a patient presented with sands of sahara syndrome (sos) in both eyes around the flap side cut. There were no consequences on patient's vision. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation. The recommended standard settings for spot and line separation were applied. The system history shows that the laser was verified successfully prior the date of treatment. Log file review for the day of treatment was not performed, as no log file for day of treatment available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified, based on the available data. The root cause cannot be determined conclusively.